Event description:
It was reported that during s&n testing, the device failed the blockage test. No alarm was triggered. There was no patient involvement.

Manufacturer narrative:
The reported renasys device was received for evaluation at our testing facility. A visual inspection was performed on the exterior of product and damage was observed on the outer casing. The reported complaint could not be replicated during the functional evaluation. All test functions were tested and performed as expected and everything was working within specification. Following the complaint assessment, the device was sent to the service center to determine the repair status/fate of the device.